Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) result that was generated by the synchron lx i725 instrument. A pt sample was tested for accu tni and a result of 0.88ng/ml was obtained. The accu tni result was not reported out of the lab. The customer re-tested the original sample for accu tni and the repeated result was .02ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Customer stated that no flags were associated with the accu tni result in quesiton. No other assays were questioned at the time of this event. Customer stated they have been seeing closed tube accessing (cta) motion erros while washing. A field service engineer (fse) was dispatched to the customer's lab on 12/01/06. The fse replaced necessary parts to address the wash errors. The fse performed accu tni diagnostic testing protocol and the results passed within specifications. The fse verified the insturment performance per established procedures. Although the fse addressed hardware issues that may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.